Event description:
Several segments were missing from the display. A review of the system was performed over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The custmer was invited to call 24/7 with future question/concerns.